Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited high capture threshold and drop in p-wave sensing amplitude due to lead dislodgement. The lead was repositioned successfully on (B)(6) 2017. The patient condition was stable before, during and post procedure and would continue to be monitored.